Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed the complainant's experience of fragmentation of the cannula and obturator tip. The missing fragments from the obturator and cannula were not returned with the event unit. It is likely that the obturator tip fragmentation was caused by excessive heat generated from the scope during the procedure. If the obturator is exposed to excessive heat for a prolonged period of time and a downward force is applied to the scope, fragmentation of the obturator tip can occur. It is likely that the cannula tip fragmentation was caused by a combination of lipid exposure and force applied to the distal tip of the cannula during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Additional information received via email from sales representative on january 13, 2017: the doctor said it was an optical entry and cff33 was the first trocar being placed. He believes the patient had tough fascia which required higher insertion force. He believes the scope popped through the tip of the trocar because of the higher insertion force required.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "after inserting the trocar, they pulled out the obturator and saw that a piece of the tip was missing. They were able to retrieve the tip." Type of intervention - na. Patient status - no patient injury.